Manufacturer narrative:
During leak test, fluid was found leaking through a tear on the exposed soft cannula where the tip of formed needle rested. It could not be determined when this damage to soft cannula occurred or if it linked to the reported event of insulin delivery. Pod was received with deep cracks on the top and bottom housing, confirming the reported event of outer shell damage. Internal corrosion was noted in the device, mainly on the top and middle batteries, and portion of pcb assembly near the batteries. All the three batteries were measured to be very low and hence, the pod data download was done by powering pcb using an external power supply. No source of internal fluid leakage was found in the fluid path. These findings indicated that damage to outer shell contributed to the internal corrosion, resulting in low battery power. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose level rose to 400 mg/dl while wearing the pod around 52 hours on the arm. The outer shell of the pod was reported to be damaged. Ketones were checked and found to be negative. As treatment, several boluses were administered and blood glucose readings were repeatedly confirmed. The pod was removed and a new pod was applied.